Event description:
On (B)(6) 2010, the patient underwent endovascular repair on a thoracic aortic dissection using gore tag thoracic endoprosthesis. The gore introducer sheath was inserted from the right femoral artery. After implantation of two tag devices, the physician pulled the sheath back to remove it. At that time, the right external iliac artery ruptured. The physician performed bypassing surgery from the right iliac artery to the right femoral artery with vascular graft to treat the ruptured eia. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged from the hospital.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.